Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During an orif right distal humerus surgery on (B)(6) 2013, the forceps broke while reducing the distal humerus fracture. Reportedly the surgeon was applying a great deal of force on the forceps. The procedure was completed successfully. There was no extension of surgery time and no harm to the patient was reported. This is 1 of 1 report for complaint #(B)(4).